Event description:
It was reported that inflatable penile prosthesis device removed on (B)(6) 2018 due to fluid loss as the cylinder was broken. A new inflatable penile prosthesis with 18cmx12mm cylinders was implanted.